Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying a ¿hi¿ message. The patient was not available for a follow up call. This complaint was classified based on the customer care advocate (cca) documentation. The patient did not state when the alleged issue first occurred. The patient reported testing on the lfs meter and obtained a ¿hi¿ message. It is unclear if the patient treated himself in accordance to the meter message. The patient reported he believes the meter should read up to ¿1000mg/dl¿. The patient reported due to the meter not showing a reading over ¿600mg/dl¿ he was unable to treat himself and went into diabetic ketoacidosis (dka) and was hospitalized on an unknown date and time. It is unknown what medications the patient takes to manage his diabetes. It is unknown if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. It is unknown if the patient had any symptoms of hyperglycemia prior to having dka in the hospital. It is unknown how the patient was transported to the hospital, and whether any blood glucose readings were obtained or treatment was administered en route to the hospital. It is unknown if the patient was treated for dka while in the hospital and how long the hospital stay was. The cca was unable to assist the patient with troubleshooting. Although the linkage between the alleged injury and the meter issue remain unclear, despite repeated attempts the patient was not available for additional information. This complaint is being reported because the patient claims due to the alleged meter message, he was unable to treat himself accordingly and developed symptoms suggestive of severe hyperglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.